Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Procedure and event date? No further information is available. Lot number? Qkbasl. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a labeled winding former with an undispensed needle/suture piece, a detached needle and a suture piece of product code 8411h were received for evaluation, the swage and attachment area was noted to be as expected, the suture was received cut at the end and wavy and body fluids at the surface. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.